Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements. In addition, a slight increase in average impedance was observed, accompanied by increased variability. No adverse patient effects were reported. This lead remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.